Event description:
The treating doctor reported that the patient required extraction of tooth #4. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor believes that the treatment could have aggravated the tooth condition, however, that the pre-existing condition was the main factor. Could have been a combination of factors, crown very old and the pressure from the aligners. Align's clinical review of available records shows that the crown had an acceptable adaptation to the gingival margin, a periapical radiograph was recommended to fully assess the underlying conditions. Notably, while the treatment plan indicated minimal vertical movement, tooth #4 had undergone more than 10 degrees of rotation, potentially exacerbating the structural compromise. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.